Event description:
It was reported that while the ventilator was connected to a pt, the external battery box fell forward on the trolley and caused the cable to be damaged resulting in arcing. There was no reported pt or user injury.

Manufacturer narrative:
The investigation has been started, additional info will be provided in a follow-up report.